Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material inside the jet tube and jet tube clogged with white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.